Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a normal change out procedure, when the right ventricular (rv) lead was inserted into the new cardiac resynchronization therapy defibrillator (crt-d) high out of range shock impedances of greater than 200 ohms were observed. It was programmed svc to can. Troubleshooting determined that the out of range measurements were specific to the svc. The physician opted to keep the rv implanted and program rv to can with in range impedance measurements. No adverse patient effects were reported.